Event description:
It was reported that during a coronary drug eluting treatment procedure, the delivery device shaft fractured. It is unk when the fracture of the taxus express2 8.8% 3.00 x 12 drug eluting stent delivery device occurred. It is unk if the stent was deployed in the pt. The physician was able to remove both fragments of the device. No pt injuries or complications were reported.